Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on lens. Visual inspection found the lens optic and haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, into the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens was implanted upside down. There was no patient injury. Another same model/length lens was implanted. The cause of the event was due to user error.